Event description:
Customer reports to have gotten off of insulin therapy due to constant high blood glucose, bent cannulas or sensor glucose versus blood glucose issues. Customer's blood glucose at the time of call was 147 mg/dl. Customer found some of her other insulin pumps and inquire on which was newer. Customer declined troubleshooting and will call back when she decides to begin pump therapy again. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.